Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on lcd board. The insulin pump was received with cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that there were cracks on the insulin pump's screen. The customer stated the insulin pump was dropped. It was found the display was cracked and the text could not be read on the insulin pump. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.